Event description:
The co rec'd a letter from the pt's estate attorney with the following info: the pt underwent aortic valve replacement, single coronary artery bypass, and ascending aortic repair. The pt was transferred to the intensive care unit and shortly after arrival, the pt's blood pressure dropped precipitously, and the chest drains filled with blood. The surgeon re-opened the pt's chest and discovered that a 4-0 prolene suture had broken. The massive intra thoracic bleed was eventually controlled, however, the pt experienced associated shock, multi-system, and anoxic encephalopathy. The pt remained in a convalescent home for 9 to 10 months, where he eventually passed away without regaining consciousness.